Event description:
Voluntary medwatch received states the patient presented with noise oversensing on the right atrial lead which resembled myopotential oversensing or may be indicative of a developing lead insulation concern. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5159149.